Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance cardiosave intra-aortic balloon pump (iabp) failed pim test. There was no patient involvement.

Manufacturer narrative:
Updated field: b4, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. The fse that encountered the issue replaced the helium reservoir. The fill manifold test and the pim test passed. The fse also replaced the fiber-optic sensor extension cable assembly. The fse stated that the damaged cable was due to physical abuse from the customer. The fse performed the pm with full calibration and tested the unit. The unit passed all functional and safety testing. The iabp was returned to the customer.